Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had unresponsive act, up, and down buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm but the device had been dropped. Customer's blood glucose level was 189mg/dl at time of reporting. Nothing further reported.